Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
New information was received on 2026-03-20 that the hls set was primed according to standard procedure prior to connection on 2025-12-19. There were no issues observed during priming procedure. As anticoagulation heparin and antithrombin (with supplementation due to low levels) were used. Anticoagulation was used on the patient during the entire extracorporeal support (ECMO). The reported clots were located on the oxygenator inlet and outlet side. The following patient information was shared: male, 31 years old with 90 kgs. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the polish market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. No UDI information (primary di number) has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided.

Event description:
The event occurred in poland. It was reported that during patient treatment for a heart transplantation (htx), supported with ECMO, clot formation within the ECMO circuit occurred. The patient was on a continuous heparin infusion and received supplementation with fibrinogen and antithrombin. During ECMO therapy, a drop in fibrinogen level below 1 g/l was observed. As clotting was observed, the affected hls set was replaced. No harm to any person has been reported. As the hls set was replaced during the patients treatment, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the polish market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. No UDI information (primary di number) has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided.